Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that several years prior, the patient's implant wound began to fester and was unable to heal approximately two years following implant. It was noted medical intervention was required as a result of the impaired healing. The patient is currently at home and additional information has been requested, but is unavailable at this time. The device remains in use. No further patient complications have been reported as a result of this event.